Manufacturer narrative:
Visual analysis of the returned device identified a void >1 mm on side non-textured, creases, wear abrasion, and one curved opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one sharp opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was one sharp opening assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.